Manufacturer narrative:
(B)(4). Concomitant medical devices: therapy date: unknown. 141272 - bmet regenx pri tib tray 67mm - 767890; 183066 - vanguard cr por fmrl-lt 62.5 - 218760; 141314 - biomet finned pri stem 40mm - 717790; 183422 - vngd cr tib brg 12x63/67 - 568840. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial left knee arthroplasty. Subsequently, the patient is being considered for a revision of the patella due to pain. Attempts have been made and no further information has been provided.

Manufacturer narrative:
No devices or photos were received; therefore, the condition of the components is unknown. The DHR was reviewed and no discrepancies relevant to the reported event were found. Primary operative notes does not suggest any intra operative complications. Bone scan results state mild to moderate hyperemia involving left knee in the region of the patella, increased activity in all 3 phases involving left patella. No definitive diagnosis provided. Office visit notes state that patient had worsening pain. X-ray review states 'stable appearing left total knee arthroplasty with regards to femoral and tibial components. On the sunrise view some question of interval change and hardware failure of left patella with shift of the plastic button', plan for revision of patellar component. No definitive diagnosis provided, surgeon will assess during revision. Root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.